Event description:
It was reported that reservoir of this inflatable penile prosthesis got herniated. The physician performed a revision surgery to replace reservoir and move to other side. Only the reservoir was replaced. No patient complications were reported.